Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported to philips that the device has the error message, system needs service. Also, the device fails testing. There was no reported patient or user involvement and no adverse patient/user impact.